Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed noise reversion episodes on the right atrial lead. A sensing anomaly was also noted. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.